Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Device received from USA for service. During servicing it was observed that the device has bent drive shaft. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.